Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as 2134265-2016-02224. It was reported that balloon rupture, catheter entrapment and balloon detachment/ separation occurred the target lesion was located in a graft to the obtuse marginal (om) artery. A 4.00x8mm promus premier drug eluting stent was advanced to treat the lesion. However, upon inflation, the balloon ruptured as the physician went all way up to 26 atmospheres. Following stent deployment, when the promus premier stent delivery system (sds) was pulled off the filterwire ez that was placed distal to the graft, the balloon became stuck and the sds broke off. The physician had to pull everything out into the guide catheter. The devices were completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis on the ez filter wire and without the proximal part of the device including the midshaft and the hypotube shaft. The stent was successfully deployed and therefore not returned with the device for analysis. The device was stuck on the filter wire and could not be retrieved even after soaking in the waterbath at 37°c. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were disturbed from their folded positions and blood, as well as solidified media were present inside the balloon chamber. Further review of the balloon noted that the balloon ruptured longitudinally. The bumper tip of the device showed no signs of damage. A visual and tactile examination found the port bond stretched for a length of 7mm, about 3mm from the break. The port bond collapsed under the pressure and broke. This type of damage is consistent with excessive tensile force being applied to the delivery system. The proximal part of the device including the midshaft was not returned for analysis. The hypotube shaft was not returned with the device for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-02224. It was reported that balloon rupture, catheter entrapment and balloon detachment/ separation occurred. The target lesion was located in a graft to the obtuse marginal (om) artery. A 4.00x8mm promus premier drug eluting stent was advanced to treat the lesion. However, upon inflation, the balloon ruptured as the physician went all way up to 26 atmospheres. Following stent deployment, when the promus premier&#10259;tent delivery system (sds) was pulled off the filterwire ez that was placed distal to the graft, the balloon became stuck and the sds broke off. The physician had to pull everything out into the guide catheter. The devices were completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was fine.